Event description:
During a cardiac procedure, the stylet of introcan safety was thrown into trash can. An employee received needlestick when trash was emptied. The safety clip was not located on tip of stylet at the time trash was emptied.